Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, an extended sharp opening in the same location of crease, observed a dark circle around the patch, stress marks and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.